Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had a gradual return of target back pain, and the patient's back had been really bad. The patient reported her stimulation was "acting crazy" and she would change a setting, only to later find that the setting would not be where she last set it. The patient stated that she did not believe adaptive stim to be the issue. The patient reported it would change from "135 up to 207". The patient reported this happened intermittently. As the patient programmer was not working at the time further troubleshooting was not possible. The patient was redirected to their hcp. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.